Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support instructed the customer to remove the pump case and clean the pneumatic tap area after removing an o-ring that was causing the issue. After following these instructions, the customer was able to reload the cartridge successfully and resume insulin therapy.